Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test. Customer's blood glucose level was unknown. Customer advised they received a failed battery test and would call back when they purchase a new battery. Customer will call back to complete the troubleshooting process.